Event description:
The device was returned to the service center with a report from the customer that indicated no display and alarms. This does not indicate a reportable malfunction. However, during verification testing the fluid shield was found to be damaged and fluid spillage was noted.

Manufacturer narrative:
During testing, the fluid shield was found to be damaged and fluid spillage was noted. The customer contact report was duplicated during testing. This report represents all the info known by the reporter upon query by hospira personnel.